Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that balloon rupture occurred at 8atm for 20 seconds. The procedure was completed with another of the same device. There were no patient complications reported.